Manufacturer narrative:
Per follow-up good faith effort (gfe) response received 12sep2024, the remote service engineer (rse) stated that the replacement user interface (ui) printed circuit board assembly (pcba) was ordered and installed, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error message was displayed, and the alarm was audible. There was no patient involvement at the time the issue was discovered as the issue occurred during routine testing. The customer called technical support to report that a 1102 "primary alarm failed" alarm error message was displayed, and the alarm was audible. The remote service engineer (rse) recommended that the customer should replace the speaker assembly and provided the customer with the part number of the speaker assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per initial good faith effort (gfe) response received 27aug2024, the 1102 "primary alarm failed" alarm error message was displayed as soon as the device was powered on. The speaker assembly was reconnected to see if there was any loose connection, and the reported issue could not be confirmed. The replacement speaker assembly and central processing unit (cpu) printed circuit board assembly (pcba) were ordered and installed, but the issue remained. The field service engineer (fse) found that there was a problem with the user interface (ui) pcba. The investigation is ongoing.